Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b sterile reload was received unfired. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The cut line was complete and it was found four malformed staples along the staple line. Also, one staple was noted to be missing at the middle part of the staple line, these staples do not create a fluid path. The missing staple and malformed staples observed are potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review. A manufacturing record evaluation was performed for the finished device lot number 787c57, and no non-conformances were identified additional information was requested and the following was obtained: was the "¿sticking¿ excessively to the gst surface" due to a excessive lubricant? There was no lubricant on the stapler or reload surface. The tissue being fired on was not out of the normal or covered in any foreign substance external to the abdomen. The stapler and reloads were fired in bariatrics surgeries. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? The firing sequence was completed with no issue. After the firing was completed, it was observed by the surgeon that the tissue was ¿sticking¿ to the surface of the reload when the stapler was opened and trying to be removed from the abdomen. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes the device cut with no issue was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No there was no issue opening the jaws of the device.

Event description:
It was reported that during an unk procedure, issues as the staple reload was seen to be ¿sticking¿ excessively to the gst surface after the stapler had been fired. A new lot number was opened and the problem did not seem to persist. No patient consequences were reported.